Event description:
It was reported that this pacemaker was found to be in safety mode. Technical Services (TS) recommended device replacement. It was noted the patient would follow up with the physician to schedule a device replacement procedure. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.